Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) induction took place and a 65j shock failed to convert the patient arrhythmia thus an external shock was administered but also was not successful. Finally an 80j shock was administered which was effective. Further review was requested from boston scientific technical services (ts) the system remains implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific technical services (ts) as there was no electrocardiogram it was confirmed that the device delivered two shocks and the impedance measurements were within range. It was not that the second shock delivered could have taken longer due to the type of arrhythmia as after the initial shock there were some detection issues due to the change in amplitudes. It was noted that additional testing suggested to confirm good sensing in primary vector. The system remains implanted.